Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 434 mg/dl. The insulin pump had insulin flow blocked alarm. The troubleshooting was performed for the insulin flow blocked alarm. Customer reported that insulin exits with the fill tubing. The customer was advised that there was an occlusion and insulin pump was working as designed. The insulin pump will not be returned for analysis.